Manufacturer narrative:
The pt previously (february 2012) had a clamshell placed at the distal end of the percutaneous lead dur to separation of the silicone cover. The clamshell applied fit the version of system controller in use at the time. There were no issues or impact to the pt from the percutaneous lead or system controller. The family reports that although the pt is very active, they are concerned he may inadvertently disconnect both power sources during a controller exchange. The pt's family requested the percutaneous lead be replaced to accommodate the newer model system controller, which has an internal backup battery that will supply power to the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The physician requested a percutaneous lead repair. The physician expressed concern for potential pump stops from the pt inadvertently disconnecting both power leads at the same time. It was reported by the pt's family that there had been occasions in the past where this has occurred. There was no reported adverse pt impact. An external percutaneous lead replacement was completed on (B)(6) 2014. No further events were reported.

Manufacturer narrative:
Damage to the silastic percutaneous lead cover was confirmed based on the evaluation of the returned portion of the lead. A percutaneous lead distal end replacement was performed. Approximately 10¿ of the external portion of the percutaneous lead was returned for further evaluation. A clamshell was present around the lead's metal connector. An electrical continuity test of the returned portion of the lead revealed that all of the wires were electrically intact. Damage to the bend relief was noted at the terminus of the distal end bend relief. The outer silicone jacket was removed to inspect the bionate and shielding underneath. The metal braided shield of the percutaneous lead demonstrated normal wear for its duration of use. The clear bionate and braided shield were then removed and the underlying wires were examined under a microscope. No breaches to the wire insulation were identified. The lead was subsequently submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have resulted in an electrical short. It was communicated that the patient had a legacy clamshell which is not compatible with a pocket controller. The patient received a distal end percutaneous lead replacement so that his percutaneous lead may properly interface with a pocket controller. The patient was switched to a pocket controller due to concerns regarding the patient inadvertently disconnecting both power leads at once, as the pocket controller has an emergency backup battery. The patient remains ongoing and no related complaints have been reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: a new log file was submitted for review after the percutaneous lead repair. The log file contained mostly pi events. The driveline fault detection system of this pocket controller indicated that the driveline has not been compromised.